Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿belt temperatures too low after nip roller and heated section". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog and lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had the arctic sun device, alerting fluid delivery line open. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 33.5c, water temperature (wt) was 24c, flow rate (fr) was 0.8l/m, pump hours were 1846, system hours were 1980, circulation pump command (cpc) was 100 percentage, inlet pressure (ip) was -5.2. Had them stop therapy, drain and disconnect pads. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Verified fluid delivery line (fdl) secure and in lock position. All lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) had remained at 0.8 l/m. Confirmed patient did not go to CT. Placed device in manual control, circulation pump command (cpc) was 43 percentage, inlet pressure (ip) was -7.2. Nurse swapped pads, disabled manual control, and restarted therapy; flow rate settled at 1.4l/m. Suggested holding on to the other pad in case the flow rate drops again. Suggested to call back with any questions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had the arctic sun device, alerting fluid delivery line open. Patient temperature (pt) was 33.7c, targeted temperature (tt) was 33.5c, water temperature (wt) was 24c, flow rate (fr) was 0.8l/m, pump hours were 1846, system hours were 1980, circulation pump command (cpc) was 100 percentage, inlet pressure (ip) was -5.2. Had them stop therapy, drain and disconnect pads. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Verified fluid delivery line (fdl) secure and in lock position. All lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was remained at 0.8 l/m. Confirmed patient did not go to CT. Placed device in manual control, circulation pump command (cpc) was 43 percentage, inlet pressure (ip) was -7.2. Nurse swapped pads, disabled manual control, and restarted therapy, flow rate settled at 1.4l/m. Suggested holding on to the other pad in case the flow rate drops again. Suggested to call back with any questions.